Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, deformation, crease fold, red particles. Voids and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This relates to the right side.